Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): normal battery depletion. (B) (4): no anomalies found. Evaluation summary (B) (4), (B) (4) battery - battery depletion-normal.

Event description:
It was reported that the device was at eol (end of life) and that the device experienced an electrical reset. The device was explanted and replaced. It was also reported that during implant attempt of the replacement device, there was high impedance greater than 3000 ohms and the right ventricle could not be paced. The leads tested fine via the analyzer, so the device was not used. No patient complications have been reported as a result of this event.